Event description:
It was reported that the user believed the ilet was not delivering insulin appropriately and, upon review of device reports, was announcing multiple meals in short intervals to obtain additional insulin; the user had previously used humalog, was switched by insurance to novolog, and was later prescribed fiasp prefilled cartridges that were not yet available, leading to continued novolog use. Symptoms included hyperglycemia with a reported glucose of 206 mg/dl for approximately 30 minutes without alerts for prolonged hyperglycemia, without ketone testing, and without acute complications. Outcomes included no need for medical intervention, no hospitalization, and no assistance from others. Investigation included review of uploaded device data and user-reported history, as well as troubleshooting and education on appropriate use and backup therapy planning with the healthcare provider. Investigation of this case revealed that the device was delivering insulin, while the user behavior of repeated meal announcements functioned as a correction strategy, which contributed to the reported hyperglycemia; no device component failure was identified. It was concluded, based on previously established findings for similar reports, that user-related factors and insulin therapy transitions were the most probable causes.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.